Manufacturer narrative:
Additional information received reported that the event was not an iol rotation as previously reported. However the lens was repositioned on (B)(6) 2017 and repositioned to the correct the axis (measured at 15 degrees). Reportedly, the amo toric calculator said that the lens should be placed at 14 degrees, however, during surgery on (B)(6) 2017, the doctor used an ocular response analyzer (ora) and placed the lens at 174 degrees instead. At the one-month post-operative visit, the doctor realized/decided that the lens should have been placed at 14 degrees. No additional information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: additional information received reported the doctor reported that the lens rotated from 174 degrees to 179 degree, so he rotated the lens back to the axis of 15 degrees in a second surgical procedure. No additional information was provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Based on new information received on april 27 & 30, 2018; the doctor decided to rotate lens back to suggested axis of 14 from toric calculator. The iol repositioning was done on (B)(6) 2017, and the patient is doing well. Iol is not going to be removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct600 15.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, at the 1 month follow up visit with the doctor, the lens had rotated out of place by about 15 degrees. The patient also reported blurry vision. Therefore a lens repositioning procedure is planned to improve vision. No additional information was provided.